Event description:
A user facility technician reported a pt removed more ultrafiltration (uf) than intended during a treatment on a system 1000 hemodialysis machine. The uf intended was 0.6 kg but the actual amount removed was 2 kg. Limited info is available regarding this incident.